Manufacturer narrative:
The facility representative stated that the issue with the loose spreader bar had been noticed approximately three weeks prior to the incident (on (B)(6) 2025), but arjo was not informed at that time. The customer conducted their own inspection at that time. However, no issues with the spreader bar were identified, and the break in the pin was not visible during that examination. The most recent preventive maintenance service was performed on 2 april 2025, during which no abnormalities related to the pin were observed. The lock & load system enables the secure connection of the spreader bar to the t-bar. It is designed to prevent unintended separation by requiring manual lifting of the spreader bar in combination with pushing a secondary component¿the retaining catch (part of the locking clip)¿to allow release. This system serves as a safeguard against accidental detachment due to unintended upward force. The guiding (locating) pins are part of the spreader bar, intended to assist with alignment onto the t-bar. Manufacturer analysis confirmed that even if these pins are missing, bent, or damaged, the spreader bar may still encapsulate the t-bar. However, if the bar is handled roughly¿for example, if it collides with another object¿the pin may break. As a result, the locking clip may become ineffective, particularly if the spreader bar is lowered onto an obstacle (such as the arm of a wheelchair). It was confirmed that during a patient transfer, the spreader bar did strike a wheelchair. According to the maxi move instructions for use (001.25060.en): - ¿great care should be taken not to lower the spreader bar, or the stretcher onto the patient or any other obstruction.¿ the ¿care of your maxi move¿ section additionally mandates daily checks, including: - ¿check that all external fittings are secure and that all screws and nuts are tight.¿ based on the available information, it is concluded that the spreader bar struck an obstacle (a wheelchair) during lowering, which applied an upward force. This likely led to the breakage of the guiding pin and, consequently, the detachment of the spreader bar from the t-bar. The earlier observation of looseness in the spreader bar (on 1 may 2025) may have been an early symptom of a defect in the guiding pin. Such weakening could have progressed over time and contributed to the pin's ultimate failure when subjected to an additional impact during patient handling. However, this hypothesis could not be definitively confirmed. Arjo was not informed about the spreader bar loosening at the time, and no inspection by arjo was conducted. Arjo device was used for a patient transfer when the event occurred and from that perspective, it played a role in the event. The device did not meet the specification as the pin broke. The complaint decided to be reportable due to spreader bar detachment during the patient's transfer.

Event description:
Following the information received, the spreader bar detached during the patient's transfer when the spreader bar hit the wheelchair. This resulted in the patient's fall into the wheelchair. No injury was claimed. After the event, an arjo representative evaluated the reported device and replicated the issue. It was determined that one of the guiding pins on the spreader bar had broken off.

Manufacturer narrative:
UDI in section d4 not provided as the device was manufactured before UDI implementation. The device was inspected by arjo. One of the spreader bar's pins was broken off. The investigation is in progress. When the final conclusions are available, a final report will be submitted.

Event description:
Following the information received, the spreader bar detached during the patient's transfer. This resulted in patient's fall into the wheelchair. No injury was claimed.